Manufacturer narrative:
The eds3 drainage system was returned for evaluation: failure analysis - eds and collection bag connections were visually inspected, the connector from the drip chamber was broken, stress marks were noted in the plastic connector this is probably due to atypical force when connecting the collection bag. The root cause of the problem reported by the customer is probably due to users error by using atypical force when attaching a collection bag to the drip chamber connector, as noted in the IFU ¿finger tighten only when attaching devices¿.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the nurse wanted to change the bag for bacteriological sampling and found the thread of the screw of the luerlock broken.